Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 1 tube underfilled. There was no health impact or consequences reported.